Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed, causing first prime to end prematurely at 23 pulses. After 33 total priming pulses, the needle mechanism was not deployed, and the device was deactivated. Rotational sensor abnormalities were replicated in the pod rerun. Contamination was observed on the commutator cap, which is confirmed as the cause of the rotational sensor abnormalities and the reported needle mechanism complaint.